Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been provided for investigation. A visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing are intact and not damaged. A functional test was performed. The device passes the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. According to the attached files in the cc-notification, the day of occurrence was the (B)(6) 2021. The infusion started at 14:42 pm. The set vtbi was 580ml and the rate was 24,17ml/h. After several stops and starts the infusing ended with an upstream alarm at 07:26 am the following day. The infusing time was about 16 hours and 40 minutes. The calculated infused volume was about 402,83ml. No anomalies, malfunctions or other errors could be found in this therapy. The downstream sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -1,68%, which is within our specification. To investigate the inside of the device, the device was completely disassembled. No damages or liquid residues could be found inside the device. The complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). During the analysis of the history log files it was possible to detect an infusion therapy with a set vtbi of 250 ml and a flow rate of 250 ml/h. 27 minutes after infusion start the pump stopped by an air rate alarm. The alarm was confirmed by customer and the line was purged two times and a re-start was performed. 30 minutes after the re-start a pre-alarm "vtbi near end" occurred. Two minutes later the infusion was stopped by customer. No abnormalities could be found. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). For an inside investigation the device was disassembled. No damages or soiling could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "under infusion." Customer information: an infusion of 600mg of inflectra in 250ml nacl was being infused. The pump was set to deliver this infusion over 1 hour (250ml/hr). After an hour, the cnm 1 inspected the bag and saw that approx. 100ml was remaining.